Manufacturer narrative:
(B)(4).

Event description:
Following a catheter revision, the physician was concerned about a possible underdose. The physician was trying to determine if the patient could be in baclofen withdrawal for 5 days. The patient's temperature was 39.1 degrees c and he had increased spasticity. The patient did not have any other symptoms. Additional information has been requested. A follow-up report will be sent if additional information becomes available.